Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the new users added to the active directory domain and unable to login. A technical support specialist (tss) added the domain user to server manager and verified correct domain in active directory. User tested but issue persisted. User ran ldp.exe and confirmed server-domain communication. Found expired iis certificate, pes and other sites had new certificates. Tss ran ids-config.bat to bind the new certificate to ids and restarted iis, monitored logs and confirmed successful domain authentication. Customer confirmed users were able to log in issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new users added to the ad domain were unable to log in. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new users added to the ad domain were unable to log in. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.